Event description:
Reporter indicated that a patient was explanted due to lack of efficacy. Follow up with the treating physician revealed that the believed reason for the lack of efficacy was that the patient was non-responsive to vns therapy. Good faith attempts for device return have been unsuccessful to date.